Event description:
I had a bard recovery filter placed in my ivc on (B)(6) 2005. On (B)(6) 2005, I suffered a pulmonary embolism -saddle embolyst- as a result of dvt which caused a fall. I also sustained a brain injury which prevented immediately starting on anticoagulation medication for dvt so the bard recovery filter was installed. The filter migrated within the ivc due to another batch of blood clots on (B)(6) 2005. I did not respond to standard levels of anticoagulation medicine -warfarin-. At an inr of 2-3 I still was forming clots in my lower legs. I currently maintain an inr of 3.5 to 4.5 which appears to be maintaining an adequate level of anticoagulation to prevent further pe. I have undergone multiple studies and the source/cause of my blood clotting issue was never identified. The decision was made to leave the bard recovery filter in-place as a permanent filter due to my undiagnosed hypercoaguability and potential for developing clots while taking anticoagulants. Due to the FDA warning about the long-term implantation of ivc filters, I contacted a vascular specialist about removing the device. X-rays were performed on (B)(6) 2010 to determine the presence/status of the filter. Per info located on the internet, the bard recovery filter is supposed to have 12 struts/legs -6 long and 6 short-. The x-rays of (B)(6) 2010 show there are only 9 struts present at the filter site and also show that at least one -if not all three- struts have migrated to my lungs. The (B)(6) 2010 x-rays also appear to show that one or two struts may be at the ivc filter site but have detached from the head of the filter but have not migrated. Additional imaging was performed on (B)(6) 2010. A CT scan with contrast was performed but the field of view was not low enough to view the filter. Additional imaging would be necessary to fully ascertain the status of the filter with respect to whether or not the struts at the filter site are still attached to the head of the filter or have broken free. The ER physician confirmed the CT scan showed at least one -if not all three- struts were in the lungs. The images of the lungs show one strut very clearly while the other two are a little more fuzzy and open to interpretation. The images show a very straight object and objects that have two portions that are straight with a bend in the middle. I have appt's with pulmonary and vascular specialists to develop a plan forward to remove the bard recovery filter.